Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated sys. Corrections included replacement of the power distribution board. Sys was calibrated and safety tested to factory's specifications.